Manufacturer narrative:
The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported door not fully latched messages, caused by door hooks that were out of calibration. The door hooks were calibrated.

Event description:
It was reported that a spectrum pump had a door that would not latch. Evaluation found that the pump was experiencing "door not fully latch" messages. Any patient involvement, injury or medical intervention is unknown.